Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-66 alarm (supply voltage of cpu circuitry is too high). This occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-66 alarm was not identified during device evaluation; however, f-94 alarm and f-38 alarm were identified during the alarm log review. The cause of the f-94 alarm condition was determined to be depleted battery. The cause of the f-38 alarm condition was determined to be damaged tube misleading sensors. To correct the condition, the main battery and tube misleading sensor were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.